Event description:
It was reported to philips that the system displayed the message: "generator is busy starting, no x-ray available." The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. The customer planned to use the system for a procedure but used a different system instead to complete the procedure. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to generate x-rays intermittently. The system would sometimes give a "generator busy startup" message at system start up. Troubleshooting and review of the system log files determined that there was a lack of phase in the three-phase power supply. The power of the l2 phase was found to be 106v. The mains interface module of the power distribution unit (pdu) was determined to be defective and the fse replaced it. The mains interface module for the pdu was returned for analysis but no conclusion could be made from the failure testing. After replacement of the mains interface module for the pdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.